Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the dht clogged and was unresponsive to clog zapper. The tube was removed; the tube transected and the distal metal tip was noted to remain in the stomach. Gi has been consulted. Distal metal tip is to be removed endoscopically by gi. Per additional information provided on 20may2026, the tip has been removed.